Manufacturer narrative:
Product event summary: at analysis the device did not pass its incoming functional test and it was attributed to back-up battery voltage failures. The analyzer was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The software analyzer was returned for a safety check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.